Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: during the investigation, the pump was found to be unresponsive with both the returned battery cap and a test battery cap. No audible tone or vibration alert was experienced upon power up. A blank display was observed upon battery insertion. The battery cap¿s threads were damaged. A battery compartment crack was observed. The battery compartment threads were damaged. Evidence of moisture contamination was found inside the battery compartment. The audio bolus button cover was torn. Investigation was unable to verify the bolus button functionality due to the unresponsive pump. A leak test showed a leak at the battery compartment crack. The pump¿s casing was removed, and evidence of additional moisture was found inside the pump. A pump "download" failed due to the unresponsive pump. The pump was determined to be unresponsive due to battery cap/compartment damage and moisture contamination.